Event description:
The patient reported the v-go fell off after about eleven hours. Patient wore it on the abdomen and said she was sweating, then took a shower and that's when the v-go came loose and fell off. Patient reported hyperglycemia she measured a 379 at 12 noon, on (B)(6) 2019. Patient felt thirsty, sleepy, and had a headache. She drank water to bring her blood sugar down. A normal range is 90 to 140. She measured a 313 at 8:30 am this morning, (B)(6) 2019.